Manufacturer narrative:
The device was discovered in a broken state. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The coupling screw was discovered to be broken.

Manufacturer narrative:
The drawing for the coupling screw was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. The product was received with a broken threaded distal tip. The entire threaded region was broken off and returned. It is likely that a large off-axis load was applied to the coupling screw which led to the instrument¿s failure at the point where it interfaces with the screw. The design is adequate for its intended use and did not contribute to this complaint condition. The failure mode can be associated with method of use rather than a design deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date: unknown. (B)(4). Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4)- manufacturing date: january 13, 2012; no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports the following event: it was reported that a dynamic hip and condylar (dhs/dcs) coupling screw was discovered. No reported patient or procedural involvement. This report is 1 of 1 for (B)(4).